Event description:
During review of a literature article involving da vinci assisted robotic procedures titled ¿first report comparing the two types of single-incision robotic sacrocolpopexy: single site using the da vinci xi or si system and single port using the da vinci sp system,¿ the following event was reported: one of the patients who underwent single-site robotic sacrocolpopexy (ss-rsc) for apical pelvic organ prolapse (pop) developed an incisional hernia. The patient was an 86-year-old woman who developed an umbilical incisional hernia at 3 months post-operatively and experienced the recurrence of pop. Per the article, "a primary umbilical fascial closure and native tissue repair, anterior colporrhaphy, were performed concomitantly." The patient was obese with bmi of 28.76 kg/m2. There was no mention of malfunctions of any da vinci systems, instruments or accessories in the article. Attempts were made to obtain additional information. However, at the time of this report, no additional information has been received.

Manufacturer narrative:
Based on the information provided, there is no indication or report that a da vinci product caused or contributed to the incident. Therefore, no products are expected to be returned for evaluation and the root cause of the customer reported post-operative incident cannot be determined. This medwatch report (patient identifier #(B)(6)) is being submitted for a case report of incisional hernia of an 86-year-old patient. A separate medwatch with patient identifier #(B)(6) is being submitted for another case report of incisional hernia of a 67-year-old patient. Additionally, medwatch reports (patient identifier #(B)(6)) are for the serious injury operative complications mentioned in the same article. Article citation: sa ra lee, a-mi roh, kyungah jeong, sung hoon kim, hee dong chae, hye-sung moon, first report comparing the two types of single-incision robotic sacrocolpopexy: single site using the da vinci xi or si system and single port using the da vinci sp system, taiwanese journal of obstetrics and gynecology, volume 60, issue 1, 2021. Available at https://doi.org/10.1016/j.tjog.2020.10.007. (Https://www.sciencedirect.com/science/article/pii/s1028455920302564).